Event description:
The patient underwent an unspecified spinal surgery wherein floseal was applied. On an unknown date the following year, the patient was hospitalized due to floseal not absorbing or dissolving which caused stenosis and bulging of the spinal cord above the surgical site. Floseal was aspirated from the site. No further information was available at the time of this report.

Manufacturer narrative:
G1: device manufacturer postal code: 1220. H11: the device dissolves into the patient and is not able to be retrieved; therefore, a device analysis could not be completed. The lot number is also unknown; consequently, a batch review cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.